Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13jan2021.

Event description:
The customer reported when the ventilator was powered on, the alarm led failed and alarmed. There was no patient involvement. The customer spoke with a remote service engineer (rse) who provided the part number to replace the power switch overlay. The customer replaced the power switch overlay and the issue was resolved.